Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf report from (B)(6), us. The title of this report is ¿a retrospective data collection treatment of elbow fractures with the variax elbow plating system¿ which is associated with the stryker variax elbow plating system. Within that publication, postoperative complications/ adverse events were reported which occurred from august 2009 until december 2018. It was not possible to ascertain specific device catalog or patient details from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 15 complaint was initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses avascular necrosis . The pmcf states: "one of these patients developed avascular necrosis of her capitellum. This patient had a closed c3 type fracture. Avn developed over the course of about a year. She subsequently had hardware removal without resolution of symptoms. She is still considering conversion to total elbow replacement."